Event description:
A positive advia centaur hbc igm test result was obtained on a patient sample. The hbc total test result was negative for the same patient sample. The customer repeated the hbc igm and hbc total from a plasma sample. The hbc igm was positive and the hbc total was negative. The patient was redrawn and retested for hbc igm and hbc total. The redrawn test result was positive for hbc igm and negative for hbc total. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc igm result.

Manufacturer narrative:
The cause for the positive advia centaur hbc igm test result and a negative hbc total test result is unknown. No further evaluation of the device is required.